Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached from the balloon and not returned for analysis. The balloon cone profiles were reviewed and found that the balloon wings and folds in the centre of the balloon profile were slightly opened out of their intended position. Crimp markings were evident across the length of the balloon wall indicating crimp contact between the coated stent and balloon. There was no evidence of positive pressure being applied to the balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on 19-jul-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. Following pre-dilation with a 2.0 x 20 balloon catheter, a 4.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the previously implanted stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.